Event description:
It was reported by service report that the headboard was cracked with exposed sharp edges. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Headboard.